Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the continuous glucose monitor displayed elevated readings, and the ilet cartridge was observed leaking, leading the user to stop using the ilet and deliver 3 units of insulin by injection. Symptoms included trace ketones without other adverse effects. Outcomes included no hospitalization, no third-party intervention, and no ilet alerts or alarms. Investigation included customer education on proper cartridge fill and change technique and a request for return of the leaking cartridge for evaluation. Investigation of this case revealed that the cartridge was discarded and could not be examined, so no device failure mode or component nonconformity could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the unavailability of the affected cartridge for analysis.